Manufacturer narrative:
Customer indicated that they resolved the leak by re-tightening the plunger guide at the bottom of the syringe. The customer stated that they replaced the reagent syringe on (B)(6) 2011 during the day (event occurred during night shift) and may have "neglected to tighten it sufficiently." Service was not dispatched for this event; customer was able to successfully troubleshoot the problem. A loose reagent syringe is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that they were getting cc cuvette not dry messages on unicel dxc 600 pro synchron clinical system and they discovered a "puddle" in the black drip tray and also on the reaction wheel cover near the a probe. No injury has been reported in connection with this event.